Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13331. It was reported that the patient's wound stitches became undone causing burr cap to be exposed. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient's stitches were replaced and lead repositioned.

Manufacturer narrative:
The report event of high impedances was confirmed. As received, visual inspection showed the returned lead was high impedances due to the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information reported that the patient's wound has healed and issue is now resolved.

Manufacturer narrative:
Date of event is estimated. Explant date should have been blank rather than (B)(6) 2019 as device was not explanted. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.